Manufacturer narrative:
The device is not available for investigation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that when the clamp was closed, fluid continued dripping into the burette. Patient involvement unknown, but no patient harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation but a lot history review should be conducted.